Manufacturer narrative:
(B)(4). The connection issue was not confirmed in the lab. Baxter received one used set with original cap on dark blue connector and no cap on patient connector. The sample was visually inspected and tested for functionality. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore, a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The nurse reported to baxter a connection issue which occurred on minicap transfer set before use. The nurse stated that it was not possible to connect the transfer set with the catheter. The mechanism did not close and it did not click. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report